Manufacturer narrative:
(B)(4). Review of the manufacturing records could not be performed as no lot number information was provided. The device was not returned. Consequently, a direct product analysis was not possible. Additional information about this event could not be obtained. As a result, no further investigation is possible. All information has been placed on file for use in tracking and trending.

Event description:
The following was reported to gore: on (B)(6) 2017, a gore® acuseal vascular graft (ech060040j/lot unknown) was implanted in the patient's upper arm for an arteriovenous application. On (B)(6) 2017, an occlusion of the graft was observed. Thrombectomy was performed to restore the patency. No further information was provided.